Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. The reported improper or incorrect procedure or method was associated with the user curving the cds more than 90 degrees. It could not be determined if this deviation contributed to the reported adverse event; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and vessel tortuosity for a mitraclip procedure. During the procedure, 2 mitraclips were implanted successfully. During the deployment of third mitraclip, it was unable to close during establish final arm angle. The cds was curved more than 90 degrees. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and vessel tortuosity for a mitraclip procedure. During the procedure, 2 mitraclips were implanted successfully. During the deployment of third mitraclip, it was unable to close during establish final arm angle. The cds was curved more than 90 degrees. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.